Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reez1200 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that when pre-flushing the catheter for placement in this patient on (B)(6) 2022, the nurse found that the metallic connection leaked liquid and found a breach. A new catheter was used and placed in this patient.

Event description:
It was reported that when pre-flushing the catheter for placement in this patient on (B)(6) 2022, the nurse found that the metallic connection leaked liquid and found a breach. A new catheter was used and placed in this patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed but the exact cause remains unknown. One photo sample of a 4 fr groshong nxt catheter was provided for evaluation. The catheter is shown to be assembled with the flushing hub stylet assembly. A device appears to be attached to the hub. A bend in the catheter and stylet appears to be present at the region where the metal cannula extends. A bead of fluid is formed on the catheter surface at the bent catheter region. Based on the photo sample provided, likely contributing factors include stylet damage caused by bending or handling of the device during use. Since the leak was observed to be aligned with the bent stylet, the complaint is confirmed but the exact factors remain unknown. H3 other text : evaluation findings are in section h.11.